Event description:
It was reported by the rep that after a laparoscopic cholecystectomy twelve hours later the pt occurred a bile leak and was bleeding from the cystic artery. Bleeding was occurring proximal to their clip placement. They notice that all four clips they had placed had "scissored". The pt was transferred to hosp to intensive care with a duodenal leak.